Event description:
Resident being transferred via full body lift from bed to wheelchair with 2 cnas in attendance. Resident fell from lift, from approx 4ft. In air, to land on floor when arms came off neck of lift. Both bolts + entire 4 point arms on floor, no sign of loosening or breakage of bolts.

Manufacturer narrative:
We understood from the event description that nothing was broken. The unit is 6 1/2 yrs old and it seems that during maintenance inspections, these 2 bolts were overlooked for tightness, causing the 4 point hanger to come off, any mechanical devices of this age must be checked from top to bottom for wear and lose parts at regular intervals.